Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained results of 164, 165 and 181 mg/dl. The expected fasting blood glucose test result range is 80-140 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 268 and 255 mg/dl using true metrix. The test strip lot manufacturer's expiration date is 11/25/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer states that he never gets readings over 180 mg/dl fasting and he was concerned when he received a reading of 181 mg/dl fasting while waking up in the morning.